Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. Her sensor glucose reading was 45 mg/dl, when her blood glucose level was 190 mg/dl. The insulin pump went into threshold suspend at one point. The sensor seemed to have loosened up on the last day. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors, showed that 1 of 2 sensors failed for high readings 1 remaining sensor passed per specifications with accurate readings.